Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter created redness/phlebitis around the insertion site of the patient. This complaint was created to capture the 5th of 5 related incidents. "I have been informed in the nicu service that there is a novelty in the 24g catheters, the morning shift manager informs me: "the catheters are presenting problems with their use, once the to insert the catheter, they feel very rigid and the next day (after 24 hours) the channeled patient presents redness in the affected area. Non-serious event, since the redness was not associated with phlebitis since there was good permeability of the vein in the passage of the medication and without generating any type of pain in the newborn in the passage of the medication or electrolyte solution. It could be concluded for this specific case that there was a bad "technique" however, on (B)(6) 2022 and (B)(6) 2022 the novelty was generated again with other patients and the channeling process was carried out by different nursing professionals, since the patency of the vein was affected and the passage of medication due to the extension was not adequate, the patient presented pain once the administration was carried out, the bosses had to channel another hand or a foot due to the novelty. However, the redness persisted again, and some physical or chemical phlebitis could already be concluded. On tuesday (B)(6), the clinical trainer, from bd appears to analyze the case, she takes some unused physical samples from the suspicious lot, where they tell us that the commercial (B)(4) will make a lot change for the units of the lot : 2006902. However, the administrative process has not yet been generated, and from oct 05-10, we are dispensing the suspicious batch again and the novelty of events in each channeled patient still persists. As I had previously mentioned in the mail, the use of batch 2006902 was followed up with the clinic, where nonconformity with the operation of the device was observed punctually "the catheter, when inserted, does not slide smoothly on the patient's skin, having to force the entrance and this causes phlebitis in neonates¿ it is worth mentioning that the staff is not new to the institution, they had already been using the device from other batches where they had not presented any problem and they are willing to not continue if the batch is not changed with who is having difficulties... ¿ has there been any other impact to the patient or just redness in the affected area? (Detail) a: no. Was there a need for medical intervention due to what happened (administration of medication, etc.)? (Detail) a: no, just channeling to another zone. Was the 360° rotation performed before the puncture of the patients? A: yes".

Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with five photos and two videos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2006902, and no quality issues were found during production. Our quality engineer reviewed the provided photos and video. In the provided photos, it was observed that there was some reddening of the patient's skin and in the second video the engineer noticed that the health care professional was attempting to force the catheter into the patient's skin without the assistance of the needle. Attempting to further insert the catheter without the needle is not recommended. The instruction for use states that the entire needle and catheter assembly be threaded into the patient's skin before attempting to advance the catheter deeper. Trying to advance the catheter without the needle will likely cause pain or discomfort. Therefore, based off the provided photos and videos the engineer was able to verify the reported defect. However, after reviewing the photos and videos the engineer noticed that the insertion technique might be a possible cause for the defect. For a more thorough investigation a physical sample will need to be available for testing. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.